Event description:
New information received notes that following the lead revision the patient developed pericarditis resulting in chest pain and shortness of breath. The patient was treated pharmacologically and discharged from the hospital. The lead remains implanted.

Event description:
It was reported that a few days post implant, high capture threshold was noted via a remote transmission. Interrogation showed ventricular loss of capture and x-ray showed possible micro-dislodgement. Lead was repositioned without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.